Event description:
Report of allergic reaction (urticaria, cough, hyperthemia) occurring after blood components transfusion. The patient was given antihistamines (promethazine) and steroids. No orotracheal intubation and no vasoactive drug support was registered. Hospitalization was not required, pre-transfusion medical products steroids and diphenhydramine hydrochloride.